Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Procedure: l4/5 mis plif. Patient underwent mis pedicle screws and posterior lumbar interbody fusion at l4 and l5 levels, using viper xtab screws and concorde bullet cages. Surgeon stated patient had scoliosis of her lumbar spine. After the surgery, the patient was planned to have a CT scan to check the screw position. The morning of the (B)(6), the surgeon contacted rep (B)(6) to say the patient would return to theatre for advancement of the screw at l5 on the right side. The surgery was performed, the set screws and rod were removed and the right l5 pedicle screw was advanced further into the bone. The same rod was placed back into the patient. One same set screw and one new set screw was placed into the patient. One set screw was discarded. Patient outcome post surgery unknown. Patient identifier: (B)(4), female, (B)(6), dob (B)(6) 1966, activity levels and other pre-existing conditions unknown. This case is not being reported by the customer, but (B)(6) employee. All available information has been provided as part of this report; no further information will be forthcoming.